Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and implanted 2 new clik anchors. It was noted that during the surgery it was found out that 3 contacts had fallen off from the paddle lead and 3 contacts were not left inside the patient¿s body as they were explanted. Device malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that one of the contacts in the patient's lead did not show up in an x-ray. It looked like the contact fell from the lead somehow. The patient will undergo a lead replacement.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that one of the contacts in the patient's lead did not show up in an x-ray. It looked like the contact fell from the lead somehow. The patient will undergo a lead replacement.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead's visual inspection revealed that it was cleanly cut approximately 55 cm from the proximal end. The paddle end of the lead was not returned. Electrical tests could not be performed due to severed cables. The damage to the lead was consistent with damages done during the explant procedure and were not considered a failure.

Event description:
A report was received that one of the contacts in the patient's lead did not show up in an x-ray. It looked like the contact fell from the lead somehow. The patient will undergo a lead replacement.